Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital for approximately 2 days due to a high blood glucose (bg) level of 600 mg/dl, with high ketones. Cause was unknown. Customer was treated with a intravenous fluids of saline and insulin. In addition, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion.